Event description:
It was reported that there was a leak. An ekos device was selected for use in a unilateral ekos case to treat deep vein thrombosis. During ekos therapy in the ICU, it was noted that there was a slow leak where the catheter comes out the end of the sheath. The leak was observed to be a clear liquid but could not be attributed conclusively to either coolant or lytic. It was suspected that the infusion catheter may have a pinhole leak. The patient was reported to be ok. There was no further information available, despite request by boston scientific.